Event description:
Patient brought to cardiovascular unit (cvu) from cath lab with a temporary single chamber pacemaker. The patient started having pauses, tried to turn on pacemaker and it did not capture. Changed out single chamber for dual chamber pacemaker that was working. Will take single chamber pacer out of service and will put a defective sticker on it.======================manufacturer response for single chamber pacemaker, (brand not provided) (per site reporter).======================not known, sending pacemaker to them.